Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6)2024, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that for the past few days when they were trying to bolus, the screen was not opening up on the bolus screen. The patient stated they were seeing the tutorial screen. The patient stated that when they bolus, the screen was lagging at 90% for a really long time. The agent reviewed the 90% lag. The patient stated they bolus about 8x/day. While on the call, the patient was able to connect to the pump with no lag, request and receive a bolus. The patient stated the handset would open where they were seeing settings, quick start guide and myptm. The patient would call back fi they needed any further assistance.